Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient presented as the device was beeping. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated this device was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received at a later date that this patient had experienced severe pain during the entire explant procedure that was performed back in 2014. Since the procedure, the patient has continued to experience night terrors and post traumatic stress symptoms. The patient was also experiencing persistent insomnia as he continued waking as though he is undergoing the surgical procedure again. The patient underwent counseling and cardiac rehabilitation as a result and was eventually discharged. No additional adverse patient effects were reported. The patient was last seen at a normal device follow up in (B)(6) 2016 and it was noted that the patient is doing well. No further issues were reported.

Event description:
Information was subsequently received that this device became available for return. This device will be returned for analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.